Event description:
Allegation of 6 pt samples with elevated free t4 results that do not fit clinical picture. Initial results were elevated as compared to using the same method post hbt and using different method. Five examples were provided: pt 1 initial 26 pmol/l, post hbt 14.1 pmol/l, different method 15.7 pmol/l; pt 2 initial 43.7 pmol/l, post hbt 31.5pmol/l, different method 32.8 pmol/l; pt 3 initial 43.9 pmol/l, post hbt 32.1pmol/l, different method 29.5 pmol/l. Pt 4 initial 34.5 pmol/l, post hbt 24.3 pmol/l, different method 26.1 pmol/l. Pt 5 initial 49.4 pmol/l, post hbt 33.8 pmol/l, different method 44.0 pmol/l. The investigational unit was able to confirm the elevated ft4 values for pts 1 through 4. Interference factors were identified for pt samples 1 through 4. The sample from pt 5 was unable to be investigated due to storage and transportation issues. If add'l info is received , appropriate notification will be provided.